Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was high, however, a specific value was not provided. Customer performed a correction bolus via the pump to address high bg. Following a system check performed by tandem technical support, the customer cleared the alarm and resumed insulin therapy.